Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. The tip seal on the distal electrode of the lead showed evidence of blood ingression. The analyst noted that the lead was received with a guide wire kinked and stuck in the distal tip of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the guidewire became stuck in the left ventricular (lv) lead. The lead and guidewire were removed and replaced with a new one. No patient complications have been reported as a result of this event.